Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted post mechanical fall after hitting their head. The patient had tea colored urine and elevated lactate dehydrogenase (ldh) of 597 and pfh (plasma-free hemoglobin) of 40 on (B)(6) 2021. Ldh levels were in the 600s over the weekend. No alarms were noted on bedside interrogation but log file review captured unsustained power/flow elevations on (B)(6) 2021 and (B)(6) 2021. Low supply voltage values were also noted when the patient was connected to the power module at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis cannot be conclusively determined through this investigation. Additionally, elevations in pump power and estimated flow associated with pulsatility index (pi) events were confirmed via the submitted log file data; however, a direct cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from 08:19:51 on (B)(6) 2021 through 09:57:01 on (B)(6) 2021, per the timestamps. Transient elevations in pump power and estimated flow were observed on (B)(6) 2021. The power elevations were all associated with pi events. No other notable events or alarms were observed. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system instructions for use (IFU), rev. C lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.